Event description:
During a shoulder arthroscopy procedure, the turbovac wand was plugged into the arthrocare unit and alarmed "wand error" e7. Another arthrocare wand opened and worked without any problems.